Event description:
This report is canceled because currently MDR is being used in place of the specific region report.

Manufacturer narrative:
(B)(4). The customer reports the device will not turn on. Philips field service engineer evaluated the device and confirmed the complaint. The power pca was replaced to resolve the problem. All performance assurance testing passed and the device was put back into service. There is no reported pt involvement. We will consider this a malfunction of the power pca that caused the device to not turn on.